Manufacturer narrative:
The reported event of battery switching could not be confirmed on the three returned batteries. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis revealed that (B)(4) passed visual examination and functional testing. Analysis of (B)(4) revealed that the device passed visual examination but failed functional testing due to a failure to communicate with test equipment. The test equipment was unable to read the battery status due to a communication problem with the main integrated circuit. An attempt was made to reset the main integrated chip but was unsuccessful in restoring the communication. Despite this observation, the battery was still functional and able to provide power when connected to a controller. As a result, this finding is considered not related to the event. The reported power switching could not be confirmed during bench testing. Additional devices for this complaints: (B)(4). Method: visual inspection; interoperability evaluation; actual device evaluated . Results: no failure detected. Conclusion: no failure detected device operated within specification. (B)(4). Method code: visual inspection; interoperability evaluation; actual device evaluated. Results: electrical problem. Conclusion: quality system deficiency. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Please note: due to new iata and dot regulations prohibiting the transportation of lithium ion batteries by air, investigations will be prolonged as we await the return of devices via cargo ship. Additional devices for this complaints: (B)(4) - 1650de - MFR. Date: 12/31/2014 - exp. Date: 12/31/2015 - UDI #: unknown. (B)(4) - 1650de - MFR. Date: 02/29/2015 - exp. Date: 02/29/2016 - UDI #: unknown. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was complaining about battery switching.